Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient's ins had been off and the patient hadn't used it for over a year. It was reported that the patient believes that the ins is probably dead. The date of the event was not reported. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer and a healthcare provider (hcp). It was reported that the patient saw a poor communication screen. The patient was unable to communicate with the recharger. The patient hadn't charged in over a month. The patient reported that they only had it on for about 6 months. The patient stated that the stimulation was too uncomfortable and " it drains their entire body and makes it feel way worse." It was reported that a por was seen. The patient's therapy stopped. The hcp stated that the patient was reviewed that they wanted to have the device explanted. The hcp saw a message saying that the ins was depleted. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturer representative regardng a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient has not used the ins for some time due to not having coverage in the lower back and recently had a jump start. The por message was cleared and reprogramming was performed improving coverage in the lower back and left side. Impedance checks were within normal limits.